Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. It was noted that the pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he received alarm during normal operation. Customer's blood glucose was 148 mg/dl today. Customer does not remember if he received a motor position encoder error alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.